Event description:
It was reported that the maxzero needleless connector was clogged/blocked. There were 10 occurrences. The following information was provided by the initial reporter: executive sales: report of non-conformity regarding bd maxzero when using high flux in contrast infusion pump. Connector failure has been reported, with reduced flow when used in a contrast infusion pump in the tomography sector. Failure reported with different professionals. Also reported, resistance during the flushing of sf0.9%, it is not clear whether a luer lock syringe is used, even after questioning. It was reported the use of equipment set luer lock. Customer feedback: this week in the tomography, a failure was observed in the valve / connector used in the contrast injection pump. The bd maxzero connector is used. It has already been installed by several people to check if the fault could be human at the time of placing it. We realized that we have 3 different lots in the sector. We have already used the different batches to test if it could be a batch problem and we obtained the same failure. Before administering the contrast, a test with saline solution is always done. Several times it presents a resistance when the liquid is injected, making it impossible to use it. We are having to change up to 4 times on the same patient until a connector works correctly (this connector is expensive). Executive sales questions and customer response: 1. The fitting of the syringe and equipment: are the syringes used luer slip or luer lock? Luer lock is suitable for maxzero. Does the equipment used have a threaded type fitting? It is not used syringes. It is used contrast injection pump. The equipment has a threaded fitting, otherwise the connector would not fit. 2. When fitting the luer lock to the maxzero, the inner membrane (blue) needs to deform, moving into the outer structure, to allow the fluid to pass. If it does not deform or move properly, due to the incorrect fitting of the syringe / equipment, the flow will be impaired. Exactly, when performing the connection test prior to the announcement, it was observed that in connection the internal membrane deforms. 3. If items 1 and 2 are correct, the flow limiting agent will consequently be the catheter gauge: the higher the gauge, the lower the flow rate. Various tests were carried out, with different collaborators, in addition to different solutions. In one of the tests, the team was without a patient in the room, having connected the maxzero and infused physiological solution without connection to the venous access, in which there was no jet flow, but drip. Always before injecting the contrast, just because it is more viscous, the team tests with saline. If there is non-compliance, the equipment already signals in the control room that the flow is not adequate, in which the connector is replaced. In some cases, only on the third exchange was the procedure successful.

Manufacturer narrative:
Additional information: b.5 describe event or problem: added "there were 10 occurrences." Investigation: a mz1000 product was not available for investigation; however the customer confirmed that the complaint samples were from either lots 19096545, 19046550 or 19096546. Further information provided confirmed the flow restriction was identified during attempts to inject both nacl and contrast through a bayer medrad stellant injection set. The customer provided photographs of the affected samples; analysis of the photographs did not identify any damage or manufacturing defects which could have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 19096545, 19046550 and 19096546 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. As the connecting product in use at the time of the reported occlusion was not available for investigation, it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19096545, medical device expiration date: 09/21/2022, device manufacture date: 09/21/2019. Medical device lot #: 19046550, medical device expiration date: 04/23/2022, device manufacture date: 04/23/2019. Medical device lot #: 19096546, medical device expiration date: 09/21/2022, device manufacture date: 09/21/2019. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector was clogged/blocked. The following information was provided by the initial reporter: executive sales: report of non-conformity regarding bd maxzero when using high flux in contrast infusion pump. Connector failure has been reported, with reduced flow when used in a contrast infusion pump in the tomography sector. Failure reported with different professionals. Also reported, resistance during the flushing of sf0.9%, it is not clear whether a luer lock syringe is used, even after questioning. It was reported the use of equipment set luer lock. Customer feedback: this week in the tomography, a failure was observed in the valve / connector used in the contrast injection pump. The bd maxzero connector is used. It has already been installed by several people to check if the fault could be human at the time of placing it. We realized that we have 3 different lots in the sector. We have already used the different batches to test if it could be a batch problem and we obtained the same failure. Before administering the contrast, a test with saline solution is always done. Several times it presents a resistance when the liquid is injected, making it impossible to use it. We are having to change up to 4 times on the same patient until a connector works correctly (this connector is expensive). Executive sales questions and customer response: 1. The fitting of the syringe and equipment: are the syringes used luer slip or luer lock? Luer lock is suitable for maxzero. Does the equipment used have a threaded type fitting? It is not used syringes. It is used contrast injection pump. The equipment has a threaded fitting, otherwise the connector would not fit. 2. When fitting the luer lock to the maxzero, the inner membrane (blue) needs to deform, moving into the outer structure, to allow the fluid to pass. If it does not deform or move properly, due to the incorrect fitting of the syringe / equipment, the flow will be impaired. Exactly, when performing the connection test prior to the announcement, it was observed that in connection the internal membrane deforms. 3. If items 1 and 2 are correct, the flow limiting agent will consequently be the catheter gauge: the higher the gauge, the lower the flow rate. Various tests were carried out, with different collaborators, in addition to different solutions. In one of the tests, the team was without a patient in the room, having connected the maxzero and infused physiological solution without connection to the venous access, in which there was no jet flow, but drip. Always before injecting the contrast, just because it is more viscous, the team tests with saline. If there is non-compliance, the equipment already signals in the control room that the flow is not adequate, in which the connector is replaced. In some cases, only on the third exchange was the procedure successful.